Event description:
It was reported the pt had abdominal pain and a strange feeling in her legs. A CT scan revealed cord compression. The physician explanted the lead, and left the ipg implanted for a future implant. F/u determined the pt was well, with no further issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.